Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarm does not sound when the magnet is removed from the magnet plate when tested with new batteries and a power supply. The alarm's battery door was missing. The tone selector button is not working. The low battery indicator is functioning. (B)(4).

Event description:
The customer reported that the alarm has power but does not sound when the magnet is detached from the alarm. The customer reported that they replaced the batteries and the battery contacts are intact. No visible damage to the outside of the alarm case. There was no patient injury reported.